Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant medical products: d314trg ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead measured low impedance due to possible insulation damage. The lead remains in use. No patient complications have been reported as a result of this event.